Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, damaging the heat shrink on the pulse wires in the distribution node. The heat shrink separated from both sets of pulse wires, resulting in intermittent shorts with components on the dn pca. The cause of the service code was the short on the dn pca. The root cause for the strained cable was excessive force.. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was causing a service code 204 (belt/monitor unusable).